Manufacturer narrative:
As part of our investigation, multiple follow ups to the user facility were made to obtain additional information about the reported event but with no results. The referenced scope was returned to the manufacturer for evaluation. A visual inspection was performed on the returned scope and found an abnormal shape at the distal end section the distal tip cover was loose/detached from the bending section. The bending cover was removed for further inspection under a microscope, the distal end cover displayed evidence of the adhesive detachment from the c-body to the bending section and molykote powder was visible on the adhesive. There were chips and dents found on the distal end cover. A biopsy channel inspection was performed and there was a slight restriction near the distal end section of the scope. The forceps passage was tested with the bending section in an angulated position; there was restriction found at the bending section area during the pass. A review of the instrument's history, the scope has been returned for repair where bite marks were found on multiple repair events. The cause of the reported "distal end of the scope became entangled" is unknown, however, based on the evaluation the most probable cause could be attributed to operational technique. Per the instruction manual, ¿if significant resistance is encountered and insertion becomes very difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting endotherapy accessories with excessive force may damage the endoscope and/or the endotherapy accessories¿. Also chapter 3 page 37 ¿inspection of the endoscope¿ article 6 figure 3.5 it depicts the inspection for looseness on the bending section ¿gently hold the vicinity of the distal end and at the point 20 cm from the distal end. Push and pull gently to confirm that the junction between the bending section and the insertion tube is not loose¿. The instruction manual also states the following conditions under the caution section ¿never perform angulation control forcibly or abruptly. Never forcefully pull, twist, or rotate the angulated bending section. Patient injury, bleeding, and/or perforation may result. It may also become impossible to straighten the bending section during an examination. Never insert or withdraw the endoscope under any of the following conditions. Patient injury, bleeding, and/or perforation can result. While the endotherapy accessory extends from the distal end of the endoscope. While the bending section is locked in position. Insertion or withdrawal with excessive force¿.

Event description:
The manufacturer was informed that during a procedure, the user was unable to pass instruments through the channel as the distal end of the scope became entangled. After much manipulation, the scope was removed from patient. There was no harm to the patient reported.